Manufacturer narrative:
Conclusion: a device history record is not required as the product event does not indicate a potential manufacturing issue. Difficulties advancing the delivery catheter system (dcs) through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuousity, etc.). In this case, it was noted that the patient had a calcified vessel. Additionally, it was reported that the minimum access vessel diameter was 5.5 millimeter (mm). Per the instructions for use (IFU), patients must present with transarterial access vessels with diameters that are =5.5 mm when using models envpro-16-us. This indicates that the probable cause of the advancement difficulties was calcified and narrow patient anatomy. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the reported hypotension was most likely due to the blood loss associated with the perforation. Cardiovascular injuries, such as perforation, is a procedural complication that can occur during cardiac procedures and is listed in the instructions for use as a potential adverse effect. These events are typically related to procedural and/or technical factors (guidewire selection and management, technique, anatomy, etc.). No procedural images/cines could be obtained for review. Without procedural images, the root cause of the event, and the potential relationship to the dcs, cannot be determined. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34mm transcatheter bioprosthetic valve, via femoral access, the femoral artery was calcified; a non-medtronic balloon was used to attempt to expand the <5.5mm right external iliac artery. A 16fr non-medtronic sheath tracked into the vessel without difficulty, but the delivery catheter system (dcs) would not track and would not advance after a certain point in the vessel. As a result, a subclavian approach was used for a successful valve implant. Following valve deployment, the blood pressure dropped. An angiogram of the femoral artery revealed a perforation in the external iliac artery distal to the closure device. A covered stent was implanted, which resolved the bleeding and perforation, and the blood pressure recovered. Five units of blood were administered. It was unknown if the perforation was caused by the external sheath, dcs, or guidewire. No additional adverse patient effects were reported.